Event description:
According to the available information, the device was explanted and replaced due to the implant being difficult to inflate. The pump was very hard. Upon manipulation with the patient under anesthesia the pump did transfer some fluid, but not a normal amount. The device was removed, but upon, dissection of the reservoir, a blood vessel was severed which required urgent intervention to address the bleeding and the old reservoir was retained. The patient was stable following this event, so a new device was implanted with a new reservoir in an alternate position.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated the device was hard to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to the implant being difficult to inflate. The pump was very hard. Upon manipulation with the patient under anesthesia the pump did transfer some fluid, but not a normal amount. The device was removed, but upon, dissection of the reservoir, a blood vessel was severed which required urgent intervention to address the bleeding and the old reservoir was retained. The patient was stable following this event, so a new device was implanted with a new reservoir in an alternate position.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.